Event description:
Tip of stryker bur (5407-fa2-023, 2.3mm router) broke into two pieces during use. Both pieces were retrieved from the surgical wound and accounted for. Refer to additional documents in i2k.